Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Edwards has documented a technical summary regarding balloon ruptures ¿risk of balloon burst in a calcified aortic annulus¿-¿conclusions: in order to investigate reports of balloon burst, this technical summary aggregated all relevant historical complaint data and summarized the associated engineering evaluations performed since the beginning of 2008. This analysis confirmed that the rate of balloon burst complaints has been well below the applicable control limit and within the occurrence ranking per internal risk analysis documentation; this exercise also revealed that the balloon burst complaint rate has exhibited a significant decline since 2008. Review of all device investigations performed for balloon burst complaints confirmed that no clinical adverse events have been attributed directly to balloon burst. This technical summary outlined the engineering rationale for the link between a heavily calcified aortic annulus and increased risk for balloon rupture, and also presented fluoroscopic imagery from balloon burst complaint cases which supports this hypothesis. Finally, a literature review revealed that even though historical balloon burst rates in a large multi-center bav registry were significantly higher than internal balloon burst rates, no correlation was observed between balloon burst and clinical adverse events or reduced functional outcomes. Given the information presented in this technical summary, the current trending rates of balloon burst complaints can be deemed as clinically acceptable. In this case, patient factors [moderate to heavy calcification in the stj and native valve leaflets] appear to have caused or contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the balloon on the ascendra 3 delivery system ruptured while the valve was being deployed. Per report, the 23mm sapien valve was at full expansion and paravalvular leak was trace/mild. A decision was made to leave the valve as deployed since there was a good result and no negative effect to the patient was noted. The balloon burst was attributed to heavy calcification in the sinotubular junction (stj) along with leaflet calcification. Additional information: the native valve/leaflet and aortic root calcification was moderate; mitral annular calcification was mild. Coaxial alignment of the delivery system and the valve was good; the image intensifier angle was adequate; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 18.5mm and sinus of valsalva (sov) diameter was 27mm. The patient¿s ejection fraction was 65%.